Manufacturer narrative:
The device evaluation was completed and the depleted (damaged) battery condition was confirmed. Service installed new batteries and returned the device to the user facility. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.

Event description:
The device was received for service. During service testing, depleted (damaged) batteries were found. According to the hosp rep there was no pt injury or medical intervention reported. No add'l contacts or info was provided.